Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a loose alignment post in the problem area of the pipetter assembly. The fse tightened the brass post and checked secondary rack adjustment. The instrument was inspected, tested without further problem, and returned to service.